Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported receiving inaccurate high cgm readings beginning (B)(6) 2025 and initially believed them to be accurate. On (B)(6) 2025, the patient performed a fingerstick test, which revealed a discrepancy of approximately 150¿200 mg/dl between the cgm and bgm values. Following this, the patient experienced stomach pain and vomiting. It was unclear whether the patient or the caregiver called for emergency assistance. When asked for further details about the event, the patient became annoyed, declined to elaborate, and ended the call. No data was provided for evaluation. The allegation and probable cause could not be determined. It has been reported that there was a difference in readings of 150-200 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.